Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. Upon receipt, it was found that a competitor¿s coil with a platinum ball tip was protruding outside the microcatheter. The second coil to be pushed outside the microcatheter was a deltaplush with the cerecyte ball tip. The proximal soldered end of the coil had been pushed distally and beside the coil. The most likely root cause of the coil becoming stuck inside the microcatheter was due to a competitor¿s coil found distal to the deltaplush coil. This caused the deltaplush coil to be wedged into the first coil. The unintended detachment was most likely due to the coil becoming anchored to the competitor¿s coil inside the microcatheter during retraction. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
After two extra soft competitor's coils were deployed, a deltaplush was inserted into the non-codman microcatheter. There was strong resistance felt during the coil advancement. Eventually, the coil became stuck inside the microcatheter. When the device positioning unit (dpu) was removed, the coil was detached without intent. There was no report of patient injury.